Manufacturer narrative:
Additional information: section a a2: age at time of event, date of birth added as it was omitted from the initial submission. A3: patient's sex was added as it was omitted from the initial submission. Section b b5: description of event or problem was revised to. Section d d6a and d6b: implant date added as it was omitted from the initial submission. Section e e1: initial reporter address added as it was omitted from the initial submission. Correction: b3: date of event updated as it was recorded incorrectly on the initial submission. The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: device history record (DHR) reviewed results: no lot number was provided. Stock product reviewed results: complaint could not be verified. Returned sample(s)/device inspected. Results: no product was returned. Investigation results: complaint could not be verified. Root cause: complaint could not be verified. This is the 2nd of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3002195199-2017-00017.

Event description:
It was reported that an inclusive screw failed on tooth #9. The patient presented on (B)(6) 2016 for primary procedure. On (B)(6) 2016 the patient returned for follow up procedure and the provider reported when torqueing the screw to the bridge the screws on implant fused to the implant head and broke. The broken screw was retrieved.

Manufacturer narrative:
The dentist reported when torquing the screws to the bridge at 35ncm, the screws on the implant#7 and #9 fused to the implant head and broke. The screws were retrieved. However, the patient had to undergo a surgery to remove the implants. The patient is reported to be in satisfactory condition and no serious injury was reported. No information with regards to the lot number, patient information, or any additional information was provided by the practitioner. Also, the complaint part is yet to be returned for evaluation and investigation. A follow up report will be submitted after the completion of the investigation and evaluation.

Event description:
The doctor reported that a bridge was being delivered to the patient. When torquing the screws to the bridge at 35ncm, the screws on implant #7 and #9 fused to the implant head and broke. The broken screws were retrieved. The doctor tried to remove the screw on #6 crown and it also fused, the doctor did not want to remove the screws herself. The patient had to undergo a second surgery to remove the implants.